Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a hole in the posterior capsular bag after start phacoemulsification in a patient's left eye during laser assisted cataract surgery. The patient was docked, scanned and ready to treat when an energy error message occurred. The doctor proceed to engage the foot pedal. The error message could not be cleared so suction was removed and the laser was rebooted. The patient was re-docked, scanned and treated using the same equipment without any error messages. Once the doctor started phacoemulsification, a hole in the posterior capsular bag was noticed and a vitrectomy was performed. A 3 piece lens was used instead of the planned one piece lens. Upon follow up, the patient is reported to be doing well.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system¿s energy circuit board assembly (pcba), pockels cell, and the high voltage power supply were all replaced as a preventive measure. Based on assessment, the product met specifications at the time of release. At this time, there is no evidence contained within the reported information that indicates that the design or performance of the laser had any effect on the integrity of the posterior capsule. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).